Event description:
Breast implants on (B)(6) 1999, started experiencing chronic fatigue, joint and muscle pain, anxiety and migraines. Bone cancer removed from right knee. Four surgeries removing lumps in neck and armpits. Social security disability was approved and paid retroactively to (B)(6) 2000. FDA safety report ID# (B)(4).